Event description:
Patient met with the medtronic representative at the healthcare professional (hcp) office because they knew that something was not going right and they just wanted to know what was going on with the device. The patient stated the rep "cranked it up" after letting him know that it gave them excruciating pain and they were screaming because now her bladder was aggravated and now it was 'pulsating' because of what the representative did. Patient stated that representative already turned their device off but the thing patient wanted to get across was that she forewarned the rep about how sensitive they were and that the situation had not resolved because they could still feel the stimulation in there "aggravating" and the device was off. Patient stated that they checked to make sure it was off. Patient also reported lack of improvement with device. Patient stated that they had it on and off without improvement. They met patient in office, attempted to run impedance but patient stated it was uncomfortable at .1. Patient had stim in bicycle seats on program 2 at 1.1. Patient did not want to try any other programs. Discussed findings with physician. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received it was reported that the patient had issues with their interstim implant and called the manufacturer's representative (rep) and informed the rep but patient was not sure if it had been noted. Patient reported that they took a flight out and was in a wheel chair because they had a slight mobility issue, patient stated they were moved around because patient does not go through the security gate/scanning machine and when they moved the patient around, she got too close to the machine and they felted jolted, screaming move faster because of a feeling of a taser pain in the bicycle area, and the private area and they turned the implant off at that moment but was still feeling the sensation. Patient noted they saw the health care provider (hcp) who told them to keep the ins off from may to june, then turn the implant on and adjust settings slowly. Patient mentioned that this did not happen before they traveled, further stating they contacted tsa. Patient reported they were having zapping ,and weird feeling in the vaginal area and excruciating pain. Patient stated they had reprogramming done (B)(6) 2017 with hcp and rep and it was working better. Patient reported they started to have issues with the implant prior to the airport incident. Patient reported that they started to have issues with uncontrollable leaking and excruciating pain with voiding, leakage when bladder was empty or full and patient was crying and they called the hcp's office to contact the rep. Patient mentioned she had prior MRI, and confirmed this was not related to the implant. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.